Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient experienced pain shortly after applying the pod, and blood glucose levels remained elevated despite multiple correction boluses, reaching 12.5 mmol/l (225 mg/dl). After removing the pod, the patient noted that the cannula was bent and that the infusion site was painful with a large lump present. The patient then activated a new pod and resumed insulin therapy. As the skin reaction worsened, the patient contacted the (B)(6) medical center non-emergency services on (B)(6) 2026, reporting increased redness, enlargement of the lump, and warmth at the site. The patient sent photographs of the affected area to a physician for examination, but no diagnosis was made at that time. The patient received a prescription for antibiotic ("flulux") and codeine for the pain. On (B)(6) 2026, the patient reported visiting their general practitioner at (B)(6) surgery, where the site was examined and the diagnosis was confirmed to be an infection. During this visit, the patient was prescribed cefalexin 500 mg to be taken three times daily for one week and the patient was advised to monitor the area. The patient reported that the pod involved in the event was discarded.